Manufacturer narrative:
There is no evidence of a device malfunction. The user's guide provides adequate instructions for removing air and returning blood. Air alarms at the beginning of treatment suggest that air was not adequately removed by the operator during priming of the cartridge as instructed. Facility staff attributed the clotting and multiple blood loss events to pt non compliance regarding use of heparin during treatments. The user's guide states the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
A venous air alarm occurred at the start of a routine hemodialysis treatment. The operator was able to remove air and continue treatment with an estimated blood loss of approximately 65cc. Follow up with facility staff determined that the pt had multiple blood loss events due to clotting of the circuit, which were not reported to the MFR (exact dates not known). Facility staff attributed this clotting to non-compliance with respect to use of prescribed anticoagulant during treatments. The pt's hgb decreased to 7.0 g/dl. The pt required hospitalization and received two blood transfusions (actual amount unk) on (B)(6) 2010 and again on (B)(6) 2010. No other medical intervention was required.